Event description:
The patient presented to physician with ipg pocket seroma 3 weeks post-implant in (B)(6) of 2021. Physician treated the patient with drainage and antibiotics. This was not reported to inspire until now. The patient presented back to the physician with 2 ongoing ipg site infections and a small amount of fluid accumulation. The physician saw the patient on( B)(6) 2021 and prescribed antibiotics to treat the ongoing infection at the incision site.